Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported her scs system is no longer working. The patient stated she has not used the system in approximately a year due to not wanting to become dependent on it. The patient also reported experiencing pain at her scs ipg pocket site. No additional information is available at this time.